Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case: (B)(4) - es- recover store space require maintenance. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 11-nov-2020, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "medstation es station - device not detected on bus" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order: (B)(4), the field service engineer (fse) reported that drawer 5 fh enhanced had failed due to a damaged pmc board (no led light) and a pinched pyxibus cable at the drawer 5 location. Both parts were replaced, and the drawers were tested successfully. During dchu visual inspection: pn: 120547-01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed pn: 151903-01: the unit was received in good condition with no signs of physical damage, loose components, evidence of fluid ingress or other anomalies. During dchu testing: pn: 120547-01: no testing was required due to evidence of thermal damage, including exposed copper strands with sharp bends and visible burn marks observed on the "assy cbl pyxibus 6 drawer". Pn: 151903-01: testing was performed on an esd protected surface using a calibrated digital multimeter for continuity test confirming the issue: diode d300 was shorted to ground and u300 pin number four was shorted to vin, resulting in board failure. No further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue "medstation es station - device not detected on bus" was due to the damaged of the "assy cbl pyxibus 6 drawer (pn: 120547-01) which had signs of exposed copper strands and led to the observed thermal damage compromising the drawer's functionality. Additionally, the module controller board was identified a malfunctioning d300 diode and ic u300 on the pmc board. Both diode and ic were shorted, preventing proper functionality according to the board specifications.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. Additionally, they shut down the station by unplugging the power cord from the back of the station and waited for 2 to 5 minutes and then reconnected the power plug and turned the power on, still failed. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 6 drawer which had signs of exposed copper strands. There were no adverse events or injuries reported based on this event.